Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the plastic distal end cover was burnt. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. The event can be detected/prevented by following the instructions for use. Specifically: instructions for gif-h290t operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿¦inspection of the endoscope¿, instructions for gif-h290t operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories.¿ olympus will continue to monitor field performance for this device.